Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field e3. Initial reporter phone # (B)(6). H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes they seem to have a very slow blood flow (or in some cases the flow does not start). The following information was provided by the initial reporter: "we have had a customer get in touch regarding the units with which they are returning faults. I've recently purchased some vacutainers which seem to have a very slow blood flow (or in some cases the flow does not start). I have spoken directly to bd and given them details of the needle and vacutainer I'm using and they think it's most likely a failed batch of vacutainers with a poor vacuum, since the needle is compatible with this vacutainer type".